Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a urological procedure, the device stapled on one side and not the other. Another device was used to complete the procedure. There was no adverse consequence to the pt.